Event description:
It was reported that prior to an unk procedure, the blade was broken off during the system check. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 01/08/2009. Info anticipated, but unavailable at this time.